Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel (f&p) healthcare for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit was found to have a loose connector before patient use. There was no reported patient involvement.